Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump kept beeping even when it was off. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lens is scratched and the battery compartment is cracked. Error code 45985 on power up. Error code would not reset. Replaced the pwa (printed wireless assembly) board. Replaced the lens, lens seal, battery compartment, ground plate, pogo pins, springs, contacts, lcd (liquid crystal display), tape, lcd foam, flex tab, pwa foam, separators, insulator, gaskets, keypad and grey overlay. Software updated. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.